Event description:
It was reported by service report that the fowler was drifting with weight. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result code: fowler clutch.